Manufacturer narrative:
The results of the investigation are not available at the time of this report. A f/u report will be submitted upon completion of the investigation.

Event description:
The event is reported as: on (B)(6), at 10:00 pm, the hosp received an emergency pt who was in a traffic accident. The dr intubated the pt immediately with a catalog# 5-12614 endotracheal tube. The endotracheal tube was inserted successfully and was functioning normally from 10 pm - 4 am. At 4:00 am, the nurse was not able to insert the suction catheter into the tracheal tube for sputum aspiration. The pt died one half hour later. The dr took out the tracheal tube and discovered a collapse between 18 cm - 20 cm of the tracheal tube. Add'l info was requested but not received at time of this report.